Manufacturer narrative:
The reported event of detachment of the device header was confirmed. The device was received with a broken header. Visual inspection found tool marks that are consistent with force applied to remove device which could have damaged the header. A review of the device history record (DHR) was performed to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution. The device was returned with no telemetry and the field indicated the device had reached normal battery depletion upon removal. The implant duration exceeds the projected longevity indicating normal battery depletion.

Event description:
During explant, it was reported that the header of the device detached from the body. The device was successfully explanted. The patient was stable and there were no adverse consequences.